Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump alarmed randomly during basal for a call service 088-85b3. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history revealed that a call service 088 alarm had occurred. A rewind, load and prime step were performed successfully. The pump was exercised for 24 hours without alarms or other issues duplicated. The pump was opened and no damage or internal moisture was observed inside the pump. The pump call service alarm was observed in the history but was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.